Event description:
It was reported that the device "shorts out." No injury or delay was reported.

Manufacturer narrative:
No medwatch received from the user facility. Investigation results: the device was received and evaluated. The customer's complaint was verified. An evaluation found "on/off" button failure and a potential for self-activation of the shaver handpiece. The problem was related to a supplier issue which has been addressed.